Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("essure device is seen adjacent cornu on each side.") And embedded device ("this extends partially into the endometrial cavityon the right and is more peripheral on the left.") In a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of overweight (26.79 kg/m2), vaginal odor, genital herpes, breast operation, abnormal uterine bleeding, parity 4, multi gravida, pelvic pain female, ovarian cancer, depression, breast tenderness, menses irregular with excessive bleeding and dyspareunia. Previously administered products included: loestrin and acyclovir [aciclovir] for heavy periods and flagyl [metronidazole] and metrogel. The patient had a family history of diabetes mellitus and breast cancer. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 2201 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced embedded device (seriousness criterion medically important). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy.). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and embedded device to be related to essure administration. The reporter commented: more than one related surgery-no. Follow up in 46 weeks for final postoperative check up continue pelvic rest until next appointment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 18.203 kg/sqm. [Pathology test] on (B)(6) 2017: surgical procedure. Specimen source: uterus, cervix, bilateral tubes. Final diagnosis: uterus, cervix, bilateral tubes: cervix with nabothian cysts. Secretory endometrium. Myometrium with adenomyosis. Fallopian tubes with paratubal cysts and full cross section of lumen identified. No dysplasia or malignancy identified. Gross description: the fallopian tubes are fimbriated, 7 cm long, and include coiled wire essure contraceptive devices within their lumens. [Ultrasound pelvis] on (B)(6) 2016: findings: transabdominal findings: uterus: normal sonographic appearance of the myometrium with normal vascularity. Essure device is seen adjacent cornu on each side. This extends partially into the endometrial cavity on the right and is more peripheral on the left. Endometrium: no endometrial thickening, mass, or vascular abnormality. Right ovary: normal size, morphology, and vascularity. Left ovary: normal size, morphology, and vascularity. Uterus: slightly heterogeneous myometrium without focal lesion. Slightly increased volume. No discrete fibroid. The junctional zone is not particularly well seen and the configuration of the uterus is slightly globular, essure device slightly peripheral on the left and centrally traversing the cornu toward the endometrial cavity on the right. Lower uterine segment cervix: nabothian cysts. Endometrium: no endometrial thickening, mass, or vascular abnormality. Right ovary: normal size, morphology and vascularity. Left ovary: complex hypoechoic lesion within the left ovary potentially solid measures 2.5 x. 2.2 x 2.2 cm. Some features favor cyst with adjacent vs artifact femoral internal perfusion and some shadowing from the wall. Adjacent normal perfusion. Adnexa: no significant free fluid. There is prominence of vasculature in the left adnexa slightly increasing in conspicuity with valsalva. Impression: 1. Essure devices are generally within the appropriate orientation with one slightly peripheral. Relative to the other but within the expected range of placement. 2. Prominence of left adnexal vessels out of proportion to the right minimally more so with valsalva may be a feature associated in the appropriate clinical setting with pelvic congestion. 3. 2.5 cm subtle solid vs complex cyst within the left ovary which is net fully characteristic. Possible endometrioma. 4 subtle myometrial features and junctional zone coating the appropriate clinical setting seen with mild adenomyosis. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records embedded device (10074498) and device dislocation (10064684). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .events device dislocation and embedded device added .non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.